Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18332. It was reported the patient's leads migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is liable, therefore both leads are being reported.

Manufacturer narrative:
A4: updated patient's weight.

Event description:
Related manufacturer reference number: 1627487-2021-19126, 1627487-2021-19127. Additional information found the patient's right s3 lead had not migrated after all; however it was the right s2 lead that had migrated. The right s3 lead was not providing effective therapy therefore surgical intervention took place in which the right s3 lead and right s2 lead was explanted and replaced to address the issue. Therapy was restored post-op. Note: it is unknown which lead is the right s2 lead therefore both s2 leads are being reported.